Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service was able to duplicate the complaint and identified the cause of the failure being due to the failure of the front panel assembly (primary finding). The replacement of the front panel assembly resolved the issue. Upon replacement of the front panel assembly, the front panel buttons performed as intended. A secondary finding was that an ECG comm error occurred during the investigation testing. The cause of the error code was due to the loss of the communication between an ic (integrated circuit) chip and its socket (secondary finding) on the device's main board. To resolve the issue, the main board was replaced. Upon completion of repairs, the device passed all testing.

Event description:
The touch keys on the control panel are not responding. No pt involvement.